Event description:
It was reported that the customer's sensor was giving a low blood glucose and threshold suspend alarms. Customer stated sensor glucose and blood glucose were 100 points off. Customer also stated getting cal error. Customer's blood glucose was 148 mg/dl while sensor glucose was 176. Advised to return sensor for analysis and will be sending a replacement. No further information provided.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.